Manufacturer narrative:
Additional information received reported that the patient had bilateral implants with toric symfony lenses and is a (B)(6) year old male. It was also reported that the cornea was very moderate. Post-operatively, the patient's distance, intermediate, and close range visual acuity were not corrected as well as in distance 1.0 and in closeness 0.8. The patient also complained of halos post-operatively, in which the doctor stated was not due to corneal dystrophy. The patient has not been back to see the doctor since (B)(6) 2015 it was noted that a cornea transplantation makes no sense in the doctor's opinion. No additional information was provided. Age/date of birth: (B)(6) years old. Gender/sex: male. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Fuchs¿ endothelial dystrophy is a non-inflammatory, sporadic or autosomal dominant, dystrophy involving the endothelial layer of the cornea. With fuchs¿ dystrophy the cornea begins to swell causing glare, halo, and reduced visual acuity. In the early stages of fuchs¿ dystrophy loss of endothelial cells and small excrescences of descemet¿s membrane can be seen. These excrescences are called ''guttata'' and look similar to microscopic mushroom caps on the on endothelial surface of the cornea. These guttata are visible on slit lamp exam. The endothelial cells may appear larger than average and may have imbedded pigment. With time fluid from the anterior chamber will collect in the corneal stroma increasing the thickness of the corneal stroma causing reduced vision. With more advanced disease the swelling, or edema, collects in the epithelial layer of the cornea causing small blisters or bullae. (Fuchs¿ endothelial dystrophy. Http://eyewiki.aao.org/fuchs%e2%80%99_endothelial_dystrophy accessed 20170928.) When a patient has a potentially optically significant corneal disorder simultaneous with a potentially optically significant cataract, the surgeon must assess the relative contribution of each. No study has been able to adequately resolve the relative stress to the corneal endothelium by cataract extraction following penetrating keratoplasty compared with a simultaneous combined procedure. A frequent clinical dilemma is the decision about combining cataract extraction with corneal transplantation in a patient with dense corneal guttata in the absence of clinically evident microcystic corneal edema or stromal edema. Many patients who exhibit severe central guttata in the central cornea can, nonetheless, undergo successful cataract extraction without subsequent corneal decompensation. (Steinert r.f. Chapter 23 combined cataract extraction and corneal transplantation. In cataract surgery 3rd edition r.f. Steinert editor. Saunders elsevier. New york. 2010) all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Model number: a partial model number was provided, zxt. The serial number was not provided. Catalog number: only a partial catalog number was provided, zxt. There is no indication lens has been explanted. (B)(6). Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient, who had a tecnis symfony toric intraocular lens (iol) implanted three years ago in the operative eye, has experienced a bad outcome of a corneal dystrophy condition called cornea guttata. No additional information was provided.